Event description:
The red fits-all o2 connection does not tightly fit around the bubble connection on the flow eliminator.

Manufacturer narrative:
The red fits-all o2 connection does not tightly fit around the bubble connection on the flow elimination during resuscitation would cause a disruption in resuscitation efforts and patient oxygen saturation decreased. Product not returned, no images of the issue are provided. Complaint was stated as the fits-all connector was not secure, this is not confirmed. However, replacement inventory was provided. Design history record and inventory cannot be reviewed without a lot number. In the past 24 months, there have been 0 complaints related. RMA-20020, for step r48 states, "product not used properly by user may led to improper function of the device.", causation being "user error- user does not check for proper function before use." S=8, o=2, rpn=16, rc=1. Root cause cannot be determined at this time. However, it is likely this design was not being applied correctly to the other company's design. The fits-all connector, also referred to as universal connector, u-connect, tread grip connector, are designed to either screw onto oxygen diss 1240 fitting or a ¼" (5-7 mm) tapered fitting. This tubing can be used on device that has supple tubing-- nebulizer, resuscitations bags, safety-t, oxygen cannulas, oxygen mask- etc. According to the user guide (ug-20044-c1) in their situation of not attaching tightly they should have used this connector rather than the ribbed end connector. **UDI related data quality updates only**

Manufacturer narrative:
The red fits-all o2 connection does not tightly fit around the bubble connection on the flow elimination during resuscitation would cause a disruption in resuscitation efforts and patient oxygen saturation decreased

Event description:
The red fits-all o2 connection does not tightly fit around the bubble connection on the flow eliminator

Manufacturer narrative:
The red fits-all o2 connection does not tightly fit around the bubble connection on the flow elimination during resuscitation would cause a disruption in resuscitation efforts and patient oxygen saturation decreased product not returned, no images of the issue are provided. Complaint was stated as the fits-all connector was not secure, this is not confirmed. However, replacement inventory was provided. Design history record and inventory cannot be reviewed without a lot number. In the past 24 months, there have been 0 complaints related. RMA-20020, for step r48 states, "product not used properly by user may led to improper function of the device.", causation being "user error- user does not check for proper function before use." S=8, o=2, rpn=16, rc=1. Root cause cannot be determined at this time. However, it is likely this design was not being applied correctly to the other company's design. The fits-all connector, also referred to as universal connector, u-connect, tread grip connector, are designed to either screw onto oxygen diss 1240 fitting or a ¼" (5-7 mm) tapered fitting. This tubing can be used on device that has supple tubing-- nebulizer, resuscitations bags, safety-t, oxygen cannulas, oxygen mask- etc. According to the user guide (ug-20044-c1) in their situation of not attaching tightly they should have used this connector rather than the ribbed end connector.

Event description:
The red fits-all o2 connection does not tightly fit around the bubble connection on the flow eliminator.